Event description:
A report was received that after the initial implant procedure the patient was experiencing a burning and pinching pain in the upper abdominal region. The pain increased even further and a welt developed over the waist. The physician increased the patient's pain medication to help combat the symptoms. The physician does not believe the symptoms are related to the device. The patient's pain has decreased in intensity and the physician feels it will disappear with time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm; model #: sc-4316, serial/lot #: (B)(4) description: next generation anchor kit-sterile.